Event description:
It was reported that this right ventricular (rv) lead was exhibiting high within range pacing impedances of 1600 ohms, and an increase in pacing thresholds, lead fracture/damage was suspected. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.